Manufacturer narrative:
Date of event: event date not provided and estimated to first day of month based on aware date.

Event description:
It was reported that the guidewire was entrapped in the catheter the target lesion was located in the posterior tibial artery. A v-18 control wire guidewire was advanced for treatment together with a rubicon catheter. However, the guidewire was unable to be withdrawn from the rubicon. The v-18 guidewire was in the distal posterior tibial artery, through a lengthy occlusion. The v-18 and rubicon were removed together. There were no patient complications reported.